Manufacturer narrative:
The reported complaint of could not tighten the a-setscrew to fix the lead was not confirmed. Analysis found the a-setscrew have been pulled out of the device through the septum and not returned for analysis. The v-setscrew shows indications of incorrect wrench insertions that can cause the wrench to become stuck in the setscrew and then pulled out through the septum. The a-setscrew would have to be examined to confirm what happened to it but was not returned. Since the setscrew was not returned analysis on why the setscrew could not be tightened cannot be performed. Electrical testing: normal device characteristics were found. The device is above eri.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the healthcare professional tried to connect the patient's lead and pacemaker. However, when the healthcare professional attempted to fix the set screw for atrial lead connection, the set screw did not work at all. The set screw failed to fix the atrial lead and the clicking sound was not made either. Another pacemaker was instead successfully implanted. The patient was stable.